Event description:
The customer reported the ventilator went vent inop. The customer reported the unit was in use on pt, but no pt harm.

Manufacturer narrative:
Attempts were made to obtain further patient information. To date no further details have been provided. An internal failure investigation of the returned da pcba showed the following: the data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system assembly was tested and no failures were identified.

Event description:
The customer reported the ventilator went vent inop. The customer reported the unit was in use on patient, but no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.